Event description:
N/a

Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is: (B)(6). Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11, e1 ( event site telephone) a getinge field service engineer (fse) checked and found it is a balloon malfunction. Equipment functioning normally, all parameters meet specifications. Ready for clinical use.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit malfunctioned due to fiber optic balloon failure. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.